Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, when the surgeon tried to assemble u-lag screw to u-lag screw driver, u-lag screw was not able to be assembled. Therefore the surgeon removed the inner shaft and used the lag screw driver.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as meeting specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The deformed and damaged inner rod thread is a result of an inadequate usage (oblique insertion). Damage of the instruments in prior surgeries could not be excluded. Additional methods are available to extract the lag screw without the lag screwdriver. The methods are described in brochure # (B)(4), ¿extraction set¿. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.

Event description:
During surgery, when the surgeon tried to assemble u-lag screw to u-lag screw driver, u-lag screw was not able to be assembled. Therefore the surgeon removed the inner shaft and used the lag screw driver.